Manufacturer narrative:
A product evaluation was completed with the returned swan ganz catheter 777f8. The reported event of temperature and continuous cardiac output (cco) issues were unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.1c when submerged into a 37.0c water bath. Thermistor temperature reading accuracy is plus minus 0.3c per hemosphere manual. The catheter ran cco in 37.0c water bath on hemosphere monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. Resistance value of thermal filament circuit was within specification. Both thermistor and thermal filament connectors were opened. There was no visible inconsistencies in thermal filament connector. In the thermistor connector, insulations of the lead wires near the pins were removed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Reported issue could not be confirmed with product evaluation and no product nor process malfunction was identified. As part of manufacturing control measures, all devices undergo a leak test, flow test, eeprom connector inspection and eeprom reading.

Event description:
It was reported that during use of a 777f8 swan ganz catheter the core body temperature reading was too high and was thought to be inaccurate by the staff. Error message "fault: co- catheter verification" was displayed during event. There were no patient injuries.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record will not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional FDA product code include: kra, dqe, dqo.